Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/20/2016. The fse confirmed that the probe was not being properly washed. He observed that there was inadequate vacuum during the rinsing of the probe. The fse found that the probe wash tubing harness, which runs through a tubing holder was too close to the peltier mount screw causing the vacuum to the probe rinse block to be crimped off. The fse repositioned the tube holder to avoid the peltier mount screw which restored the vacuum and resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a bloody fluid leak from the probe on a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was running controls when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.